Event description:
The manufacturer field service technician reported that the device had paint chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Corrected data: d9; product not available for return to the manufacturer. Device was evaluated onsite by a manufacturer field service representative. Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device had paint chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.